Event description:
The user received a questionable high result for glucose on the integra 800 analyzer for one patient sample. The initial result for glucose was 332 mg/dl. This result was reported outside the laboratory. The doctor questioned the result and requested the sample be repeated. The sample was repeated twice giving 116 and 119 mg/dl. The user said the doctor had not called back for the corrected repeat glucose results for this patient. No adverse events have been reported to the laboratory regarding this discrepancy. The reagent lot number for glucose is 62593201. The field service representative found a problem with the level detection cable. He replaced the cable. Performance test were run which passed.

Event description:
Caller tested 1.6 inr on the coaguchek xs system while a comparison lab returned as 2.4 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).